Event description:
It was reported, the pt's ipg was inoperable as the pt had not charged his ipg for several months. Surgical intervention was undertaken and the pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Results - claims about: "pt did not recharge" was confirmed. As received the ipg did not communicate with a lab pt programmer. "Ipg communication error 2501" was observed on lab pt programmer. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.